Manufacturer narrative:
The affected administration set was not returned for evaluation. An image provided by the end user showed medication leakage on the side of the filter visible on the gauze. The reported issue is confirmed.

Event description:
On 06/28/2022, infutronix received a complaint from an end user: "just wanted to share that we had another tubing that leaked at the filter site with a epoch. The patient had the bag hooked up on wednesday (B)(6) and when she came in to have it disconnected on friday (B)(6), it was found to be leaking. The patient stated is started leaking that morning." Device operator was a nurse. Medication infused was epoch. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).